Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. PMA 510(k): this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k042037.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same patient (reference 3002806535-2014-00031 & 1825034-2016-01972). This report is based on allegations set forth in patient's notice and the allegations therein are unverified. Product location unknown.

Event description:
Patient's legal counsel reported the patient underwent a revision procedure approximately four years post-implantation due to unknown reasons. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Event description:
It was reported by the patient's legal representative that the patient underwent an initial hip replacement on an unknown date and subsequently was revised in (B)(6) 2011 due to an unknown reason. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - (B)(6) 2011 (exact date unknown); expiration date - unknown; implant date - unknown ; explant date - (B)(6) 2011 (exact date unknown); initial reporter - unknown; manufacture date - unknown. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.